Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it dislodged and exhibited helix extension issues. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead returned and analysis was performed. Deformed conductor coils along with cuts in the insulation and inner insulation cut/torn from some type of sharp tool were found. No additional patient effects were reported.